Manufacturer narrative:
The quattro catheter used at the time of the event will not be returned for evaluation, as it was discarded by the customer. Therefore, a physical investigation could not be performed. Based on the information provided by the customer, the patient was taken for a CT scan. The healthcare provider used a power injector for contrast. The zoll instructions for use (IFU) cautions, "when connecting infusion sets/injection systems to zoll catheters do not exceed 100 psi/689 kpa." The most likely root cause for the reported leak is that the power injector subjected the catheter to a higher pressure than the designed specification of 100 psi.

Event description:
A quattro catheter (lot # unknown) was used in an ivtm therapy provided to a cardiac arrest patient. At some point during the treatment, the nurse took the patient for a cta (cat scan with contrast). It was reported that the healthcare provider powered injected contrast through the central line access port. Four hours after the CT scan, the staff reported hearing a "hissing" sound and noted a leak. The catheter was removed. There was no harm to the patient.